Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 5 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds from (B)(6)2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sensing integrity counter (sic). Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 473 ohms through (B)(6) 2016 and rose 1007 ohms by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 440 ventricular sic since (B)(6) 2016.

Event description:
It was reported that in the last two months, the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.